Event description:
Pt reporting issues with pump. Pt is unable to infuse full dose of hyqvia. Pump kept turning off during the infusion and only infused approx. Half the bag. New pump sent. No other information known. Indication - intravenous immunoglobulin other.